Event description:
Customer reported they were unable to see image on monitor when do fluoro. Also the customer stated that the unit was not producing fluoro. No patient injury.

Manufacturer narrative:
The service rep reseated the fuse correctly into the fuse holder. Checked the unit by assuring that fluoro and rad modes were now operating properly. Checked and assured that the unit was operating according to manufactures spec. Unit working as intended.